Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed. There are two medical device reports associated with this event. This report is for the second device.

Event description:
Reporter stated "(B)(6) placed PICC into patient and was called back for leaking (first instance) at the base of our hub. Placed another PICC in same patient and was called back again for the same problem. Leaking outside of patient, by dressing. Had to use a footprint 1.4fr PICC and apparently no issues."